Event description:
It was reported that the ventilator turns on and works but then turns off. "Low minimal volume". The event occurred during testing. No injuries were reported.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
One device was received. Per visual inspection, the small knobs were cracked, o2, peep and CPAP. Functional testing, was unable to duplicate reported problem. Ventilator is working as intended. Tidal vol measurements were all in specs. The complaint was not confirmed. The root cause was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced small knobs, updated and installed pm kit. Manometer was found to be defective during internal inspection and manometer connection tubing was also found with a large cut/hole on it. Manometer and tubing were replaced. Performed pm, recalibrated peep control valve and CPAP control to tolerance and cleaned unit. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.